Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) and high capture threshold values. The device recorded a pacemaker mediated tachycardia (pmt) episode. Technical services (ts) recommended programming options. This lv lead remains in service. No adverse patient effects were reported.